Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the endoscope reprocessor filter had not been replaced since its installation in (B)(6) 2024. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected fields: h11 the customer reported issue does not indicate a medical device reportable (MDR) event for this device. The instructions for use (IFU) clearly state that filter should be replaced every month unless a pre-filter is used then can be extended to six months. Failure to replace in time would be considered a user error. There is no patient harm associated with this event. In the absence of problems with device labeling, the user interface, or other aspects of device design, this is an event that is solely the result of user error. User errors are reported when required by regulation, such as when a death or serious injury has occurred as a result of the user error. Olympus will continue to monitor field performance for this device.

Event description:
No additional information.